Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina (ccs classification: 3). The patient was also found to have other objective evidence of ischemia and the patient was referred for elective cardiac catheterization. Three days later, the index procedure was performed. The target lesion was located in the 1st obtuse marginal branch with 90% stenosis and was 8mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 12mm study stent. Following post-dilatation, residual stenosis was 9%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient's sister found the patient unresponsive. There was no evidence of suspicious trauma. The natural death was considered by long standing cardiac condition. Per death certificate, the cause of death was cardiac arrest and autopsy was not performed.